Event description:
ICD pacer device vibrated at 2am. Device is normally monitored from home. Cardiologist recommended to be seen in emergency department if patient felt worse. Monday in office the device was found to be operating in backup mode and one pacer lead was not working. Battery was not the issue. Of note device was checked in office 1 week prior to this occurrence. There was no reason to explain why the device was reset remotely into backup mode. Patient has still not recovered energy entirely after 3 weeks although device has been checked by device np and abbott rep and has been updated and is functioning well at this time. FDA safety report ID# (B)(4).